Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had rainbow effect on the screen making it harder to read and the up and down buttons were less responsive. Customer stated that insulin pump rejected new batteries, battery area had stripped out and had to change the battery within few days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.